Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, loss of capture, high capture threshold and decreased sensing were observed. Fluoroscopy revealed lead dislodgement. The lead was repositioned successfully with no adverse consequences to the patient.